Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a case report received from (B)(4) hospital district. It was reported by the pharmacist that reconstitution device (code: (B)(4), batch: (B)(4)) did not function correctly. The pharmacy has received feedback from the units that the reconstitution is slower than it used to be with these devices. Also the devices leak during reconstitution so that the concentrate does not flow to the infusion bag but to the "cup" of the reconstitution device. The units have also said that in these cases the discard of antibiotics is greater and that it is a risk to patient safety when the strength of the solution might be different because of the leaks. 5 related complaints with different lot numbers is created (cmplnt-(B)(4), cmplnt-(B)(4), cmplnt-(B)(4), cmplnt-(B)(4) and cmplnt-(B)(4)). No sample available. No patient involved. No precise number of incidents has been received, therefore 1 complaint per lot has been created.